Event description:
A guide wire was passed through the stricture and an evolution stent was placed to a point where deployment could commence. However, the stent failed to operate after releasing approximately one cm. The nurse suggested that the stent deployed a tiny fraction and then stopped. Despite their efforts they could not deploy the stent and so the stent was removed without patient injury. A different stent was then used successfully without incident. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Incident meets the requirement of an FDA MDR report based on the reporting precedence established for this product family for permanent stent removal regardless of it the stent is partially or fully deployed and regardless of patient outcome. One evo-25-30-10-c device was returned to cirl for evaluation. On evaluation of the returned device, it was noted that the red shuttle had passed the point of no return and the safety wire had been pulled and returned separate to the device. The stent returned partially deployed protruding approx 40mm from the sheath. The handle assembly was dismantled during the evaluation and it was noted that the flexor was almost broken at the handle and most likely had not completely snapped as deployment was not continued. A possible cause of this complaint may be due to tortuous patient anatomy or if the delivery system encountered excessive force which may have caused the flexor to almost snap. However as conditions of use could not be replicated in the laboratory it is not possible to conclusively determine a root cause for this complaint. The customer complaint could be confirmed as the stent could not be fully deployed as the flexor was almost snapped within the handle. Prior to distribution all evaluation devices are subject to visual inspection and functional checks to ensure device integrity. This device is used for palliative treatment of colonic obstructions or colonic strictures caused by malignant neoplasms and to relieve large bowel obstructions prior to colectomy in patients with malignant strictures. A review of the manufacturing records for this evolution device did not reveal any discrepancies that could have contributed to this issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. A different stent was used successfully without incident to complete the procedure. The relevant personnel have been informed of this complaint event in an effort to eliminate future occurrences. Complaints of this nature will continue to be monitored for potential emerging trends.